Manufacturer narrative:
The user facility submitted medwatch mw5108588 for this event. Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - (B)(4), united states. Availmed - (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of em2400 valve sets had lipids leak into the final product; further described as "unintended mixing of ingredients". This issue was identified during compounding of parenteral nutrition. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.